Event description:
It was reported that the ventilator had been contaminated with water. There was no patient involvement. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
A large volume of liquid has contaminated the control panel of the ventilator. The user is unsure how the liquid entered the control panel but most likely its origin was from a liquid bag that was hanging above the control panel to fill the connected humidifier at the side of the ventilator. The control panel is needed to be replaced. Ingress of liquid substance on pc boards can cause failure/short circuits which might lead to various alarms and failures.

Event description:
Manufacturer's ref #: (B)(4).